Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a pod packing coil (podj). During the procedure, the physician advanced a podj in the target vessel, but decided to remove it because it was kicking the lantern delivery microcatheter (lantern) out of the aneurysm. It was reported that there was not enough room for the podj and the aneurysm may have already been too packed. After removal of the podj, the scrub nurse rinsed it off with saline and attempted to re-sheath it; however, resistance was encountered and the podj would not re-sheath. Therefore, the podj was set aside and the procedure was successfully completed using ruby coils and the same lantern. There was no report of an adverse effect to the patient.